Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter (wife) for the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch vita meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the alleged inaccuracy began on "(B)(6) 2015 around 2am" when the patient alleged that he obtained a blood glucose result of "less than 30mg/dl" higher on the subject meter than on the other meter performed within 30 minutes of each other. The reporter for the patient was unable to recall the specific results. The reporter was unable/unwilling to say how the patient manages his diabetes and that he continued with his usual diabetes management routine as a result of the alleged inaccuracy. The reporter stated that on an unspecified time after the alleged product issue began the patient developed the symptoms of "hypoglycemia, sweating and shaking". The reporter detailed that whilst in hospital on "(B)(6) 2015, 2:05am" the patient was treated by a health care professional (hcp) with food/ drink (sweet water). At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure. Replacement products were sent to the patient. Based on the information provided this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record (DHR) review was performed on the subject meter lot, which was found to have deviation. The planned deviation is in regards to a user guide update, which has no adverse impact on the products performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.